Manufacturer narrative:
The doctor reported that a he performed a photorefractive keratectomy enhancement treatment on a patient that required a small correction however the correction went from a -1.0 to a -2.0. The patient's visual acuity is not known. The patient's original laser vision correction treatment was in 2003.

Manufacturer narrative:
The doctor reported that he performed a photorefractive keratectomy enhancement treatment on a patient that required a small correction; however, the correction went from a -1.0 to a -2.0. The patient's visual acuity is not known. Placeholder.

Event description:
The doctor reported that he performed a laser vision correction treatment on a patient that required a small correction however the correction went from a -5.0 to a - 2.0 diopter. The patient's visual acuity is not known. Additional information has been requested however this has not been provided.

Manufacturer narrative:
Date of event is unknown (B)(4): undercorrected vision. The customer did not request field service or clinical support. Repeated attempts have been made to obtain additional information from this customer. All pertinent information available to amo has been submitted.